Manufacturer narrative:
Date received by manufacture of initial report should be (B)(6) 2020.

Manufacturer narrative:
Returned device was received in damaged physical condition. The right plunger case was cracked and the flippers were sticking. Evidence of reported problem in event log was found. During the evaluation of the device, the flippers sticking was likely caused the plunger error. There was also an acu error and primary audible alarm in the event history but these could not be confirmed through analysis. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump was alarming. There were no reported adverse events.